Event description:
It was reported that the patient did not feel well and that replacement of the pacemaker was 'long overdue." Follow up was unsuccessful in obtaining any additional product performance information. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.